Event description:
The procedure was a gyn. Laparoscopy. Reportedly, after trocar insertion into the abdomen, it was observed that the blue safety tip from the trocar, had falled into pt. It was removed laparoscopically, with no pt injury.